Event description:
It was reported that the programmer overheated and would shut off after running for awhile. It was further noted that the programmer's fan was noisy. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).